Manufacturer narrative:
Due to ongoing legal proceedings, follow-up is not possible at this time. Therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.

Event description:
Patient representative reported left side "rupture", capsular contracture baker grade ii, pain, sensitivity to pressure, swollen lymph nodes, headache, concentration problems, fatigue, ankle pain, anxiety and depression. Events of ¿headache¿, ¿fatigue¿, and ¿ankle pain¿ are not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, h4, h6.

Event description:
Patient representative reported left side "rupture", capsular contracture baker grade ii, pain, sensitivity to pressure, swollen lymph nodes, headache, concentration problems, fatigue, ankle pain, anxiety and depression. Events of ¿headache¿, ¿fatigue¿, and ¿ankle pain¿ are not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d4, h6. Reason for reoperation: dislocation of the implant.

Event description:
Additionally reported was dislocation of the implant.